Event description:
Device went to no output while pacing dependent patient. The nurse was in the room when she noticed the pt slumped over and the device was off. Nurse pushed the "on" button & device came on & worked well. Pt is doing fine. Additional information received indicates the device cover was not being used at the time of the event.